Event description:
Customer reported that she discovered residual air in the pilot balloon. Caller states that the trach was placed 6 weeks ago and will have it changed out in 2 weeks. Caller was informed that per product directions for use, the trach is to be changed out every 29 days.